Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low r-waves. It was also noted that there were noisy signals on the right atrial (ra) and right ventricular (rv) lead channels, as well as, on the shock electrogram (egm). The ra and rv leads are non-boston scientific products. The noise was oversensed on the ra lead channel. Technical services (ts) suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.